Event description:
A tandem mobi cartridge alarm was reported during the load process. There was no adverse impact to the customer's blood glucose level. The customer was unable to proceed with further troubleshooting at that time and planned to return home and call back when able to continue.